Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's ipg would not communicate with external devices. Surgical intervention may take place at a later date to address the issue.